Event description:
On 11/22/1998, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: in or about 1997, plaintiff first discovered that as a cumulative result of her repeated exposure to latex-containing gloves and/or the dust, proteins and/or powder therefrom, she was caused to suffer severe and immediate reaction upon re-exposure to latex or latex-containing products and the dust therefrom. As a result of her exposure to latex-containing products, pt alleges to have suffered the following: asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression & emotional distress. Plaintiff also alleges loss of wages and expenses incurred to treat her injuries.